Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device was not in its original packaging. The tamper seal was not broken. A functional test was performed and the reported issue was duplicated. Three accuracy tests found the pump to be over delivering to the manufacturing specifications. As a result, the expulsor assembly was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump volume tested high at 22.7, 22.8, and 22.5. The event occurring testing, there was no patient involvement.